Event description:
It was reported that the patient presented in clinic due to an unrelated issue. The atrial lead exhibited noise. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
UDI (di): unknown.